Event description:
A report was received from the parent of an in-home pt stating the listed tracheostomy tube was found leaking at the cuff after one month in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.